Manufacturer narrative:
(B)(4). Eval, results: (previous cerebral infarction and treatment of an acute myocardial infarction). (Death). Eval, conclusion: (previous cerebral infarction and treatment of an acute myocardial infarction).

Event description:
An endeavor rapid exchange drug eluting stent 3mm diameter 15mm length was deployed to the left main coronary artery to treat stenosis. Ivus confirmed apposition to the vessel wall with sufficient dilatation. Approx two weeks post index procedure, the pt suffered an onset of sudden chest pain followed by cardiopulmonary arrest. Stent thrombosis was confirmed at the site of the endeavor stent. Although cardiopulmonary resuscitation and reperfusion were carried out, the pt died. The account reported acute myocardial infarction and bifurcation of the left main coronary artery were risk factors for stent thrombosis. Furthermore, it was reported that the event could have occurred with any other stent.